Event description:
The customer reported via phone call that the insulin pump was beeping and there was a black circle present on the screen. It was also found the customer had a button error alarm that could not be cleared. Customer did not damage or expose the insulin pump to moisture. The customer's blood glucose was 217 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The black circle/alarm icon functioned properly during testing. No button error alarm or unexpected beeping anomaly noted. All buttons function properly. However, the insulin pump had moisture on keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.